Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2024 and a reservoir was used. The nursing team opened the packaging and at the time of starting its use, they identified that the spring to make the "click" and start the vacuum-suction was not working. Product discarded. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the account name? (B)(6). ¿ what is the procedure date? (B)(6)2024. ¿ was the reservoir used on the patient? No, the reservoir was not used on the patient. It was discarded. ¿ did the issue occur during first activation? Yes, the incident occurred during the first activation. ¿ if no, how long after the first activation happened did the issue occurred? It happened in the first activation ¿ how was the case completed? The drain was removed from its packaging to be placed on the patient. When attempting to activate it, the customer identifies that the reservoir does not perform the vacuum or suction function. Subsequently, the reservoir is discarded because it was contaminated. ¿ is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. The material is not available to be shipped, as the customer discarded it at that time. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) ¿ head of supplies. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.